Manufacturer narrative:
Evaluation summary: one used forcefx-8cs generator was received, and examination of the sample confirmed an issue with the rem alarm system. Testing of the device found the upper rem range is exceeded before the device will alarm. The investigation isolated the issue to the calibration of the rem, but a root cause could not be identified. The probable root cause could not be determined based on the information provided. The rem was calibrated to address the condition."

Event description:
The customer reported that the device had an rem issue. The alarm system was out of range. There was no patient involvement.